Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the formula shaver handpiece (with buttons) was received with cut on the cable. Functional inspection : the shaver was connected to a crossfire console all the buttons were pressed and all were functioning correctly. Failed hi-pot test on cable. Complaint not duplicated. The probable root cause could be user misuse due to the cut on the cable.

Event description:
It was reported that the handpiece would not respond to controls.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the handpiece would not respond to controls.